Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was loose on the bd safetyglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: needle was not secure. Verbatim: bd1 - needle sftygld 25x1 rb ¿ product # 305916 received via : email external reference # 20416271 date of event- not provided at time of entry # of occurrences - not provided at time of entry material #305916- batch #refp0984 email verbatim: needle was not secure.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-02-22. H6: investigation summary: ninety samples received for investigation. Upon visual inspection of the needles, no defects or issues observed. A device history review was performed for the reported lot refp0984 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the needle was loose on the bd safetyglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: needle was not secure. Verbatim: bd1 - needle sftygld 25x1 rb ¿ product # 305916. Received via: email. External reference # (B)(4). Date of event: not provided at time of entry. # of occurrences - not provided at time of entry. Material #305916; batch #refp0984. Email verbatim: needle was not secure.